Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was achieved. However, approximately 3 hrs post deployment the pt developed bleeding with hematoma formation. Manual pressure and a sandbag were applied and the bleeding was controlled. The pt was then placed on a bedpan, following which the hematoma began to expand. Manual pressure was held for another 20 minutes, and again hemostasis was achieved. An ultrasound was performed both following this event and again in the am; both were negative for pseudoaneurysm. The pt reportedly had good pulses and no bleeding following this report, and was listed in stable condition.